Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 96 samples and 4 photos from the customer for investigation. The photos provided by the customer depict a device with blood leakage in the holder and an np cannula pierced through the side of the sleeve. Out of the returned samples, 10 were randomly selected and subjected to functional tests to evaluate the device's performance. All tested samples passed, showing no evidence of side-pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.